Manufacturer narrative:
Device details were not available as of the date of this report. This report is submitted on january 8, 2019, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth at the abutment site and subsequently underwent skin revision (date not reported) under a general anaesthetic to exchange the abutment for a longer one.